Manufacturer narrative:
(B)(4). Concomitant medical product: invers/revers scr syst 4.5-30, cat#: 01.04223.030, lot#: 2719076; pin 2.5 mm diameter 150 mm length, cat#: 47430902500, lot#: 62560951; drill 2.5 mm diameter, cat#: 47430904601, lot#: 62631488; base plate cannulated drill 6 mm diameter 15 mm length, cat#: 47430906115, lot#: 62400017; invers/revers scr syst 4.5-42, cat#: 01.04223.042, lot#: 2697315; base plate uncemented, cat#: 00434903811, lot#: 62595291 customer has indicated that the product will not be returned [location unknown at this time] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient, please see associated reports: 0001822565-2017-03981, 0001822565-2017-03982, 0001822565-2017-03974, 0001822565-2017-03977, 0001822565-2017-03980.

Event description:
It was reported that the patient underwent a shoulder arthroplasty revision due to dislocation, approximately seven (7) months after the implantation of devices. A new stem, liner, and glenosphere were implanted to complete the procedure. Attempts have been made for additional information on this reported event. Nothing further has been received at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.